Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, no patient contact with product. If explanted, give date: not applicable, no patient contact with product. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported lens damaged and stuck in cartridge with a model pcb00 tecnis itec preloaded device. There was no patient involvement. No additional information provided.